Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall, being injured, or performing strenuous activities since implant, and migration have been ruled out as potential causes. However, the patient has a fusion in their neck with screws. Per freedom systems MRI instructions for use, 05-20500 rev. 1, "do not conduct an MRI procedure if the patient has any other implant or health condition that prohibits or contraindicates an MRI examination. If the patient has another implant, especially an electronically activated or "active" device, the safety of performing an MRI with the addition of freedom system (scs/pns) is unknown." The stimulator is used to treat pain. The cause of the tingling/prickly sensation is due to non-compliance to the IFU as the patient has a fusion in their neck with screws (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI rates will continue to be tracked and trended.

Event description:
The patient reported a tingling/prickly sensation around their shoulder after an MRI on (B)(6) 2025. On (B)(6) 2025, the patient was still feeling the tingling/prickly sensations which felt a bit worse after using the device. The implanting clinician was notified. As of (B)(6) 2025, the patient is still experiencing the tingling sensation but is feeling it less and less each day. The patient will not use the device until the symptoms subside and the implanting clinician will continue to monitor.